Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. Blood glucose value at the time of incident was 600 mg/dl. The customer found the cannula was bent. The customer stated she had a box of infusion sets that did not functioned. She also reported that she changed the infusion set the night prior to calling and blood glucose went to 447 mg/dl. She removed the infusion set and the cannula was bent. The customer mentioned she has had issues with the serter and issues with scarred tissue, hardened tissue or stretch marks. Troubleshooting for high blood glucose was declined. The infusion sets would be replaced. The insulin pump will not be returned for analysis.